Event description:
Four pts samples with discrepant results. Pt 1, initial magnesium gave 0.0 mg/dl; repeat gave 1.7 mg/dl. Pt 2, initial creatinine gave 0.1 mg/dl; repeat gave 1.1 mg/dl. Provided 2 other pt samples stating that they initially resulted as zero, repeated normal. No test names or actual data was provided by customer for these pt samples. No erroneous results were reported. The field service representative found the sample probe was broken, and replaced the sample probe. Performance tests were performed.